Manufacturer narrative:
Device is a combination product. Date of event: used the first day of the month of the aware date since event date not provided.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and when it was removed, the stent struts were found to be damaged. The procedure was completed with different device. No patient complications were reported and no harm was done to the patient.

Manufacturer narrative:
Device is a combination product. (B3) date of event: updated to (B)(6) 2020.

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the device failed to cross the lesion and when it was removed, the stent struts were found to be damaged. The procedure was completed with different device. No patient complications were reported and no harm was done to the patient.